Manufacturer narrative:
(B)(4). Pump received reoccurring alarm pump error 43 and 130 at start up, problem isolated to motor assembly. Unable to perform functional test including displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test due to pump error 43 and 130. Motor tested outside the pump and received pump error 130 at rewind.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer was able to clear the alarm and was able to complete rewind. Self-test and displacement test was passed. No harm requiring medical intervention was reported. The device will be returned for analysis.